Event description:
Procedure: wedge resection. Patient sex: unk. Reportedly, when the device was fired across a previous staple line, the handle became very stiff. The stapling and cutting were performed properly, but a white part fell into the patient cavity. There was no tissue damage, bleeding or injury reported. However, the piece that fell off the device was not retrieved from the cavity.